Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The magnet was discarded and will not return to the company for analysis. The recipient has reportedly healed and is wearing the device. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. On (B)(6) 2018, the recipient underwent magnet replacement surgery.